Manufacturer narrative:
It was reported that the d660 light head allegedly separated from cardanic when or tech attempted to move it. When the field service technician (fst) arrived on site the unit had already been reinstalled and was functioning as verified from the wall control. The fst confirmed the uninstalled light head and inspected the system. The fst reinstalled the light and verified operation. It is unknown why the light head came loose. Potential reasons could include unauthorized maintenance by the site; this could include improper installation of the set screw which holds the light to the cardanic arm. There was no patient involvement or adverse consequence reported.

Event description:
It was reported that the d660 light head allegedly separated from cardanic when or tech attempted to move it. There was no patient involvement or adverse consequence reported.